Event description:
Customer reported background failures for the white blood cell (wbc), red blood cell (rbc) and platelet (plt) parameters when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and identified a malfunction of the wbc (white blood cell) mixing check valve and a split in the aspirate tubing at the blood sampling valve. The fse replaced the tubing and wbc mixing valve resolving the issue. (B)(4).